Event description:
It was reported that a patient with this neurostimulator decided to have their device removed due to the lack of efficacy from the device. The patient also lost their remote control and charging system. The device was removed and no patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Corrected h6 - device codes.

Event description:
It was reported that a patient with this neurostimulator decided to have their device removed due to the lack of efficacy from the device. The patient also lost their remote control and charging system. The device was removed and no patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: this investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for remote - lost or damaged by patient, charger - lost or damaged by patient was determined to be inadvertent/unintentional interaction of the product from the patient's loss of remote and charger and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator decided to have their device removed due to the lack of efficacy from the device. The patient also lost their remote control and charging system. The device was removed and no patient complications were reported.